Event description:
On (B)(6) 2020, the user contacted dario to report a high blood glucose reading. He indicated that prior to contacting dario, he received a high blood glucose (bg) level with a difference of 95 mg/dl. The user reported that due to the above, he took more insulin than needed. He corrected with glucose tablets when he felt his bg levels were dropping too fast. While on the call with dario's representative, the user stated that he had not used the dario meter and strips for some time. He realized that he did not check the expiration date of the test strips and confirmed that he had been using expired strips. According to dario's user guide, the section "factors that may lead to inaccurate results", states that the use of strips after the expiration date may lead to inaccurate results. Moreover, the user medicated without taking a second measurement. According to dario's user guide, "do not change your treatment based on a single result that is inconsistent with how you feel or if you believe that your test result is incorrect. The blood glucose reading displayed on your smart mobile device by dario system should not be the only information you use to make decisions about your health. Always consult your health care provider to interpret and understand the measurement results." Dario's representative reminded the user that when he feels that test results are high, it is important to take a second measurement. The user realized that it was his error as he did not check the test strip expiration date. Therefore, it can determined that there was misuse of strips (off-label use). This complaint is not confirmed.